Event description:
This is a solicited report by a physician from (B)(6) of a break in aseptic technique, nausea, vomiting, pyrexia and bacterial peritonitis with culture positive for (B)(6) in a (B)(6) male patient coincident with dianeal unknown and extraneal viaflex therapies (lot numbers not reported). This is one of 5 reports of bacterial peritonitis from the same facility. In (B)(6) 2008, the patient began treatment with dianeal unknown and extraneal viaflex (dose, frequency and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient was hospitalized due to clinical signs of acute peritonitis, manifested by abdominal pain, nausea, vomiting and pyrexia caused by (B)(6). On (B)(6) 2010, the patient began treatment with 'ceftazidime' (250mg, 4 times, ip) for empirical therapy. On (B)(6) 2011, the patient was discharged from the hospital, completed taking 'ceftazidime', and began therapy with 'vancomycin' (2g per week, ip)and 'rifampicin' (600mg, frequency 1x1, per 'os') for antibiogram. On (B)(6) 2011, the patient completed taking 'vancomycin' and 'rifampicin'. The root cause of the bacterial peritonitis was a break in aseptic technique. At the time of reporting, the event of bacterial peritonitis was ongoing and improved. It was not reported if the patient received re-training regarding aseptic technique, therefore, the outcome for the event of break in aseptic technique was not reported. An outcome for the events of nausea, vomiting and pyrexia was not reported. Action taken with dianeal unknown and extraneal viaflex therapies was not reported. The physician assessed the severity of the event of bacterial peritonitis as severe. The physician believed that the event of bacterial peritonitis was not related to dianeal unknown and extraneal viaflex therapies. An opinion of causality was not reported for the events of break in aseptic technique, nausea, vomiting and pyrexia.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.